Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incorrect reading in the unknown eye of a patient.